Event description:
A service tech from the distributor reported that the mechanical structure of a preva intraoral unit, (B) (4), separated from its wall mount at (B) (6) dental office. No injury reported.

Manufacturer narrative:
Conclusion: improper installation: the 3" long lag screws used to attach the wall mount were too short due to the fact that there are 2 layers of sheetrock. The thick sheetrock prevented the lag screws from getting a good grip in the wood studs. The installation manual points out that "progeny provides fasteners for average installations. Based on specific installation condition, it may be necessary to choose an alternate fastener or fastening methods".